Manufacturer narrative:
No moisture damage found inside the insulin pump. However, the unit was received with no button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
Customer's husband reported the customer was away in vietnam and that the insulin pump was broken and damaged by water. No blood glucose reading was given. Nothing further was reported.